Event description:
A customer complained after obtaining what was described as discrepant negative crossmatch results for a proficiency sample during a cap survey using ortho mts system ion of their ortho vision ID mts analyzer. Complainant/complaint reporter: ms (B)(6) - laboratory supervisor. Date of events: (B)(6) and (B)(6) 2022. Reported on: 03 june 2022 by ms (B)(6) to the orthocare helpdesk. Reagents: ortho mts anti-igg card (product code mts084024; lot 062821001-05 expiry date 21 april 2022 mts diluent 2 lot 157 expiry date 14 december 2022. Other reagents: ortho mts anti-igg card (product code mts084024; lot 092321001-14 expiry date 19 july 2022. Mts diluent 2 lot 157 expiry date 20 april 2022. Mts diluent 2 lot 157 expiry date 22 june 2022. Proficiency information: cap number 137701-01, (B)(6) 2022 transfusion medicine, (B)(6) from (B)(6) 2022. Samples is (B)(6). Test requested by proficiency supplier: test samples (B)(6) (as recipient) with sample (B)(6) (as donor) for crossmatch. The customer reported that on (B)(6) 2022 they had tested sample (B)(6) from proficiency exercise for crossmatch testing with samples (B)(6), using ortho mts anti-igg card lot 062821001-05, mts diluent 2 lot 157 with their ortho vision ID mts ((B)(4)) and that they obtained 5 negative / compatible results. It is understood that the customer was contacted by the proficiency supplier to inform them that they provide an incorrect compatible result for crossmatch between (B)(6). The customer reported that on (B)(6) 2022 that had repeated the same testing with same proficiency sample (B)(6) (as a recipient) with sample (B)(6) (as donor) using ortho mts anti-igg card lot 092321001-14, mts diluent 2 lot 150 with their ortho vision ID mts ((B)(4)) and that they obtained again a discrepant negative / compatible result. The customer reported that on (B)(6) 2022 that had tested sample (B)(6) (as a recipient) with sample (B)(6) (as a donor) for crossmatch testing using ortho mts anti-igg card lot 092321001-14, mts diluent 2 lot 151 with their ortho vision ID mts ((B)(4)) and that they obtained a positive / incompatible result with a 4+ reaction strength. The customer reported that a biased result was reported to the proficiency supplier and that no patient was harmed as a consequence of the reported events.

Manufacturer narrative:
(B)(4). Discrepant negative crossmatch results for a proficiency sample tested in crossmatch testing using their ortho vision ID-mts analyzer. The root cause of the discrepant negative crossmatch results is linked to a use error, the customer having inverted the donor/recipient samples during the proficiency testing. No general product failure was identified. A biased result was reported to the proficiency supplier. No patient was harmed.